Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
The patient reported having to revert to step 14 aligner on top because the top 15 aligner cracked and cut the patient. The bottom aligner is step 7 and don't fit snug on my teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.